Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('chronic pelvic inflammatory disease'), pelvic pain ('chronic/pelvic pain\ lowewr pelvic pain'), urogenital fistula repair ('surgery to repair veiscovaginal fistula') and ovarian cyst ('cysts on ovaries') in a 26-year-old female patient who had essure (batch no. 782773) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included rectal bleeding. Concurrent conditions included chest pain, coughing, ear ache, tooth ache, jaw pain, gerd, groin swelling, diarrhea and blood in stool. Concomitant products included antibiotics, bismuth subsalicylate (peptobismol), doxycycline, doxycycline, ethinylestradiol;norgestimate (previfem), hydroxyzine, ibuprofen, medroxyprogesterone acetate (depo provera) from (B)(6) 2011 to (B)(6) 2011, omeprazole, ranitidine and spironolactone. In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), 1 day after insertion of essure. In 2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash/skin condition\constant skin rash") and skin irritation ("allergic or hypersensitivity reaction type: constant skin rash/irritation"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced genital haemorrhage ("abnormal bleeding(general)"). On (B)(6) 2011, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), allergy to metals ("nickel allergy"), bladder disorder ("bladder probs\ bladder or urinary problem changes"), acne ("hormonal changes describe: hormonal acne, pms, uncontrolled emotions"), nausea ("nausea"), fatigue ("fatigue"), ovarian cyst (seriousness criterion medically significant), premenstrual syndrome ("hormonal changes describe: hormonal acne, pms, uncontrolled emotions") and urinary tract disorder ("bladder or urinary problem changes"). On (B)(6) 2011, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2011, the patient experienced urinary tract infection ("uti\infection (bladder/ urinary tract/vaginal), type: uti"). On (B)(6) 2011, the patient experienced eczema ("rash/skin condition / exzema"). On (B)(6) 2012, the patient experienced alopecia ("hair loss"). On (B)(6) 2016, the patient experienced tooth disorder ("dental probs."). On an unknown date, the patient underwent urogenital fistula repair (seriousness criterion medically significant), experienced abdominal pain ("abdominal pain"), back pain ("back pain\lower back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), depression ("psych injury/psychological or psychiatric problems, condition: ptsd, depression, anxiety"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), fallopian tube cyst ("cysts on ovaries and fallopian tubes"), emotional disorder ("hormonal changes describe: hormonal acne, pms, uncontrolled emotions"), anxiety ("psychological or psychiatric problems, condition: ptsd, depression, anxiety"), post-traumatic stress disorder ("psychological or psychiatric problems, condition: ptsd, depression, anxiety"), bone pain ("bone pain") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy full, salpingectomy bilateral, hysterectomy with bilateral salpingo-oopherectomy, oophorectomy (bilateral removal of ovaries) and surgery on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic inflammatory disease, pelvic pain, genital haemorrhage, urogenital fistula repair, abdominal pain, dysmenorrhoea, back pain, menorrhagia, metrorrhagia, allergy to metals, rash, eczema, depression, urinary tract infection, bladder disorder, acne, tooth disorder, nausea, migraine, weight increased, irritable bowel syndrome, alopecia, fatigue, ovarian cyst, fallopian tube cyst, premenstrual syndrome, emotional disorder, vaginal haemorrhage, skin irritation, anxiety, post-traumatic stress disorder, urinary tract disorder, bone pain and headache had resolved. The reporter considered abdominal pain, acne, allergy to metals, alopecia, anxiety, back pain, bladder disorder, bone pain, depression, dysmenorrhoea, eczema, emotional disorder, fallopian tube cyst, fatigue, genital haemorrhage, headache, irritable bowel syndrome, menorrhagia, metrorrhagia, migraine, nausea, ovarian cyst, pelvic inflammatory disease, pelvic pain, post-traumatic stress disorder, premenstrual syndrome, rash, skin irritation, tooth disorder, urinary tract disorder, urinary tract infection, urogenital fistula repair, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted for insertion date previously reported as (B)(6) 2011 and in the current version reported as (B)(6) 2011. The patient received treatment for pain, bleeding, allergy, psych injury, bladder/urinary problems, hormonal changes, dental probs., nausea, migraine, weight gain, gi conditions, hair loss, fatigue, chronic inflammation, cysts on ovaries and fallopian tubes, surgery to repair veiscovaginal fistula. Insertion details: right-one trailing coils, left- two trailing coils discrepancy in essure confirmation test as she did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: result- tubal occlusion post essure.. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: acne,abnormal bleeding (vaginal), uti, ibs, pelvic inflammatory disease, nausea, vomiting, pelvic pain, dysmenorrhea. Lot number:782773 manufacture date:2010-09 expiration date: 2013-09 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jan-2020: pfs received: event headache added. Event onset date, reporters, were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('chronic pelvic inflammatory disease'), pelvic pain ('chronic/pelvic pain\ lowewr pelvic pain'), genital haemorrhage ('abnormal bleeding(general)'), urogenital fistula repair ('surgery to repair veiscovaginal fistula') and ovarian cyst ('cysts on ovaries ') in an adult female patient who had essure (batch no. 782773) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included rectal bleeding. Concurrent conditions included chest pain, coughing, ear ache, tooth ache, jaw pain, gerd, groin swelling, diarrhea and blood in stool. Concomitant products included antibiotics, bismuth subsalicylate (peptobismol), doxycycline, doxycycline, ethinylestradiol;norgestimate (previfem), hydroxyzine, ibuprofen, medroxyprogesterone acetate (depo provera) from (B)(6) 2011, omeprazole, ranitidine and spironolactone. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), back pain ("back pain\lower back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), allergy to metals ("nickel allergy"), rash ("rash/skin condition\constant skin rash"), skin disorder ("rash/skin condition"), depression ("psych injury/psychological or psychiatric problems, condition: ptsd, depression, anxiety"), urinary tract infection ("uti\infection (bladder/ urinary tract/vaginal), type: uti"), bladder disorder ("bladder probs\ bladder or urinary problem changes"), acne ("hormonal changes describe: hormonal acne, pms, uncontrolled emotions"), tooth disorder ("dental probs."), nausea ("nausea"), migraine ("migraines / headaches"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), alopecia ("hair loss"), fatigue ("fatigue"), ovarian cyst (seriousness criterion medically significant), fallopian tube cyst ("cysts on ovaries and fallopian tubes"), premenstrual syndrome ("hormonal changes describe: hormonal acne, pms, uncontrolled emotions"), emotional disorder ("hormonal changes describe: hormonal acne, pms, uncontrolled emotions"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), skin irritation ("allergic or hypersensitivity reaction type: constant skin rash/irritation"), anxiety ("psychological or psychiatric problems, condition: ptsd, depression, anxiety"), post-traumatic stress disorder ("psychological or psychiatric problems, condition: ptsd, depression, anxiety"), urinary tract disorder ("bladder or urinary problem changes") and bone pain ("bone pain"), underwent urogenital fistula repair (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy full, salpingectomy bilateral, hysterectomy with bilateral salpingo-oopherectomy, oophorectomy (bilateral removal of ovaries) and surgery on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic inflammatory disease, pelvic pain, genital haemorrhage, urogenital fistula repair, abdominal pain, dysmenorrhoea, back pain, menorrhagia, metrorrhagia, allergy to metals, rash, skin disorder, depression, urinary tract infection, bladder disorder, acne, tooth disorder, nausea, migraine, weight increased, irritable bowel syndrome, alopecia, fatigue, ovarian cyst, fallopian tube cyst, premenstrual syndrome, emotional disorder, vaginal haemorrhage, skin irritation, anxiety, post-traumatic stress disorder, urinary tract disorder and bone pain had resolved. The reporter considered abdominal pain, acne, allergy to metals, alopecia, anxiety, back pain, bladder disorder, bone pain, depression, dysmenorrhoea, emotional disorder, fallopian tube cyst, fatigue, genital haemorrhage, irritable bowel syndrome, menorrhagia, metrorrhagia, migraine, nausea, ovarian cyst, pelvic inflammatory disease, pelvic pain, post-traumatic stress disorder, premenstrual syndrome, rash, skin disorder, skin irritation, tooth disorder, urinary tract disorder, urinary tract infection, urogenital fistula repair, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted for insertion date previously reported as (B)(6) 2011 and in the current version reported as (B)(6) 2011. The patient received treatment for pain, bleeding, allergy, psych injury, bladder/urinary problems, hormonal changes, dental probs., nausea, migraine, weight gain, gi conditions, hair loss, fatigue, chronic inflammation, cysts on ovaries and fallopian tubes, surgery to repair veiscovaginal fistula. Insertion details: right-one trailing coils, left- two trailing coils diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: result- tubal occlusion post essure.. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: acne,abnormal bleeding (vaginal), uti, ibs, pelvic inflammatory disease, nausea, vomiting, pelvic pain, dysmenorrhea. Lot number:782773, manufacture date:2010-09, expiration date: 2013-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('chronic pelvic inflammatory disease'), pelvic pain ('chronic/pelvic pain\ lower pelvic pain'), genital haemorrhage ('abnormal bleeding(general)'), urogenital fistula repair ('surgery to repair vesicovaginal fistula') and ovarian cyst ('cysts on ovaries\reproductive system disorder or condition type of disorder or condition: cysts on ovaries') in an adult female patient who had essure (batch no. 782773) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included rectal bleeding. Concurrent conditions included chest pain, coughing, ear ache, tooth ache, jaw pain, gerd, groin swelling, diarrhea and blood in stool. Concomitant products included antibiotics, bismuth subsalicylate (peptobismol), doxycycline, doxycycline, ethinylestradiol;norgestimate (previfem), hydroxyzine, ibuprofen, medroxyprogesterone acetate (depo provera) from (B)(6) 2011 to (B)(6) 2011, omeprazole, ranitidine and spironolactone. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain\lower back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("menorrhagia (bleeding b/w periods)"), allergy to metals ("nickel allergy"), rash ("rash/skin condition\constant skin rash"), skin disorder ("rash/skin condition"), depression ("psych injury/psychological or psychiatric problems, condition: ptsd, depression, anxiety"), urinary tract infection ("uti\infection (bladder/ urinary tract/vaginal), type: uti"), bladder disorder ("bladder probs\ bladder or urinary problem changes"), acne ("hormonal changes describe: hormonal acne, pms, uncontrolled emotions"), tooth disorder ("dental probs."), nausea ("nausea"), migraine ("migraines / headaches"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), alopecia ("hair loss"), fatigue ("fatigue"), ovarian cyst (seriousness criterion medically significant), fallopian tube cyst ("cysts on ovaries and fallopian tubes"), premenstrual syndrome ("hormonal changes describe: hormonal acne, pms, uncontrolled emotions"), emotional disorder ("hormonal changes describe: hormonal acne, pms, uncontrolled emotions"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), skin irritation ("allergic or hypersensitivity reaction type: constant skin rash/irritation"), anxiety ("psychological or psychiatric problems, condition: ptsd, depression, anxiety"), post-traumatic stress disorder ("psychological or psychiatric problems, condition: ptsd, depression, anxiety"), urinary tract disorder ("bladder or urinary problem changes") and bone pain ("bone pain"), underwent urogenital fistula repair (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy full, salpingectomy bilateral, hysterectomy with bilateral salpingo-oophorectomy, oophorectomy (bilateral removal of ovaries) and surgery on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic inflammatory disease, pelvic pain, genital haemorrhage, urogenital fistula repair, abdominal pain, dysmenorrhoea, back pain, menorrhagia, metrorrhagia, allergy to metals, rash, skin disorder, depression, urinary tract infection, bladder disorder, acne, tooth disorder, nausea, migraine, weight increased, irritable bowel syndrome, alopecia, fatigue, ovarian cyst, fallopian tube cyst, premenstrual syndrome, emotional disorder, vaginal haemorrhage, skin irritation, anxiety, post-traumatic stress disorder, urinary tract disorder and bone pain had resolved. The reporter considered abdominal pain, acne, allergy to metals, alopecia, anxiety, back pain, bladder disorder, bone pain, depression, dysmenorrhoea, emotional disorder, fallopian tube cyst, fatigue, genital haemorrhage, irritable bowel syndrome, menorrhagia, metrorrhagia, migraine, nausea, ovarian cyst, pelvic inflammatory disease, pelvic pain, post-traumatic stress disorder, premenstrual syndrome, rash, skin disorder, skin irritation, tooth disorder, urinary tract disorder, urinary tract infection, urogenital fistula repair, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted for insertion date previously reported as (B)(6) 2011 and in the current version reported as (B)(6) 2011. The patient received treatment for pain, bleeding, allergy, psych injury, bladder/urinary problems, hormonal changes, dental probs., nausea, migraine, weight gain, gi conditions, hair loss, fatigue, chronic inflammation, cysts on ovaries and fallopian tubes, surgery to repair vesicovaginal fistula. Insertion details: right-one trailing coils, left- two trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: result- tubal occlusion post essure. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: acne,abnormal bleeding (vaginal), uti, ibs, pelvic inflammatory disease, nausea, vomiting, pelvic pain, dysmenorrhea. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: reporters were added. Lot no. Was added. Patient's demographic was added. New events- pms, uncontrolled emotions, abnormal bleeding(general), abnormal bleeding (vaginal), constant skin irritation, ptsd, anxiety were added, urinary problems, bone pain were added & some event was updated from hormonal changes to hormonal acne, psyche injury to depression , gi conditions to ibs, inflammation to pid. Concomitant drugs & conditions were added. Lab test was added. Essure confirmation test(s) conducted. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('chronic pelvic inflammatory disease'), pelvic pain ('chronic/pelvic pain\ lower pelvic pain'), urogenital fistula repair ('surgery to repair vesicovaginal fistula') and ovarian cyst ('cysts on ovaries') in a 26-year-old female patient who had essure (batch no. 782773) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included rectal bleeding. Concurrent conditions included chest pain, coughing, ear ache, tooth ache, jaw pain, gerd, groin swelling, diarrhea and blood in stool. Concomitant products included antibiotics, bismuth subsalicylate (peptobismol), doxycycline, doxycycline, ethinylestradiol;norgestimate (previfem), hydroxyzine, ibuprofen, medroxyprogesterone acetate (depo provera) from (B)(6) 2011 to (B)(6) 2011, omeprazole, ranitidine and spironolactone. In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), 1 day after insertion of essure. In 2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash/skin condition\constant skin rash") and skin irritation ("allergic or hypersensitivity reaction type: constant skin rash/irritation"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced genital haemorrhage ("abnormal bleeding(general)"). On (B)(6) 2011, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), bladder disorder ("bladder probs\ bladder or urinary problem changes"), acne ("hormonal changes describe: hormonal acne, pms, uncontrolled emotions"), nausea ("nausea"), fatigue ("fatigue"), ovarian cyst (seriousness criterion medically significant), premenstrual syndrome ("hormonal changes describe: hormonal acne, pms, uncontrolled emotions") and urinary tract disorder ("bladder or urinary problem changes"). On (B)(6) 2011, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2011, the patient experienced urinary tract infection ("uti\infection (bladder/ urinary tract/vaginal), type: uti"). On (B)(6) 2011, the patient experienced eczema ("rash/skin condition / exzema"). On (B)(6) 2012, the patient experienced alopecia ("hair loss"). On (B)(6) 2016, the patient experienced tooth disorder ("dental probs."). On an unknown date, the patient underwent urogenital fistula repair (seriousness criterion medically significant), experienced abdominal pain ("abdominal pain"), back pain ("back pain\lower back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), depression ("psych injury/psychological or psychiatric problems, condition: ptsd, depression, anxiety"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), fallopian tube cyst ("cysts on ovaries and fallopian tubes"), emotional disorder ("hormonal changes describe: hormonal acne, pms, uncontrolled emotions"), anxiety ("psychological or psychiatric problems, condition: ptsd, depression, anxiety"), post-traumatic stress disorder ("psychological or psychiatric problems, condition: ptsd, depression, anxiety"), bone pain ("bone pain") and headache ("headaches") and was found to have weight increased ("weight gain") and biopsy cervix ("cervix need to biopsied"). The patient was treated with surgery (hysterectomy full, salpingectomy bilateral, hysterectomy with bilateral salpingo-oophorectomy, oophorectomy (bilateral removal of ovaries) and surgery on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic inflammatory disease, pelvic pain, genital haemorrhage, urogenital fistula repair, abdominal pain, dysmenorrhoea, back pain, menorrhagia, metrorrhagia, allergy to metals, rash, eczema, depression, urinary tract infection, bladder disorder, acne, tooth disorder, nausea, migraine, weight increased, irritable bowel syndrome, alopecia, fatigue, ovarian cyst, fallopian tube cyst, premenstrual syndrome, emotional disorder, vaginal haemorrhage, skin irritation, anxiety, post-traumatic stress disorder, urinary tract disorder, bone pain and headache had resolved and the biopsy cervix outcome was unknown. The reporter considered abdominal pain, acne, allergy to metals, alopecia, anxiety, back pain, biopsy cervix, bladder disorder, bone pain, depression, dysmenorrhoea, eczema, emotional disorder, fallopian tube cyst, fatigue, genital haemorrhage, headache, irritable bowel syndrome, menorrhagia, metrorrhagia, migraine, nausea, ovarian cyst, pelvic inflammatory disease, pelvic pain, post-traumatic stress disorder, premenstrual syndrome, rash, skin irritation, tooth disorder, urinary tract disorder, urinary tract infection, urogenital fistula repair, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted for insertion date previously reported as (B)(6) 2011 and in the current version reported as (B)(6) 2011. The patient received treatment for pain, bleeding, allergy, psych injury, bladder/urinary problems, hormonal changes, dental probs., nausea, migraine, weight gain, gi conditions, hair loss, fatigue, chronic inflammation, cysts on ovaries and fallopian tubes, surgery to repair veiscovaginal fistula. Insertion details: right-one trailing coils, left- two trailing coils discrepancy in essure confirmation test as she did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: result- tubal occlusion post essure.. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: acne,abnormal bleeding (vaginal), uti, ibs, pelvic inflammatory disease, nausea, vomiting, pelvic pain, dysmenorrhea. Lot number:782773 manufacture date:2010-09 expiration date: 2013-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Reporter's information added. Event: cervical biopsy were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic/pelvic pain') and vaginal fistula repair ('surgery to repair vesicovaginal fistula') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify : no". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), allergy to metals ("nickel allergy"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), psychological trauma ("psych injury"), urinary tract infection ("uti"), bladder disorder ("bladder probs"), tooth disorder ("dental probs."), nausea ("nausea"), migraine ("migraine"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), fatigue ("fatigue"), inflammation ("chronic inflammation"), ovarian cyst ("cysts on ovaries") and fallopian tube cyst ("cysts on ovaries and fallopian tubes"), underwent vaginal fistula repair (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy full, salpingectomy bilateral and surgery on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal fistula repair, abdominal pain, dysmenorrhoea, back pain, menorrhagia, metrorrhagia, allergy to metals, rash, skin disorder, urinary tract infection, bladder disorder, hormone level abnormal, tooth disorder, nausea, migraine, weight increased, gastrointestinal disorder, alopecia, fatigue, inflammation, ovarian cyst and fallopian tube cyst had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, dysmenorrhoea, fallopian tube cyst, fatigue, gastrointestinal disorder, hormone level abnormal, inflammation, menorrhagia, metrorrhagia, migraine, nausea, ovarian cyst, pelvic pain, psychological trauma, rash, skin disorder, tooth disorder, urinary tract infection, vaginal fistula repair and weight increased to be related to essure. The reporter commented: discrepancy noted for insertion date previously reported as (B)(6) 2011 and in the current version reported as (B)(6) 2011. The patient received treatment for pain, bleeding, allergy, psych injury, bladder/urinary problems, hormonal changes, dental probs., nausea, migraine, weight gain, gi conditions, hair loss, fatigue, chronic inflammation, cysts on ovaries and fallopian tubes, surgery to repair veiscovaginal fistula. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received : previously reported event injury was updated to chronic/pelvic pain. Additional new events added - dysmennorhea (cramping), back pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), rash/skin condition, nickel allergy, psych injury, uti, bladder probs, hormonal changes, dental probs., nausea, migraine, weight gain, gi conditions, hair loss, fatigue, chronic inflammation, cysts on ovaries, surgery to repair veiscovaginal fistula, essure confirmation test(s) conducted, specify : no, cysts on ovaries and fallopian tubes, abdominal pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.